Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the pump indicated a data log corruption. Additionally, a minimum fill notification occurred, and an o-ring was found on the cartridge pneumatic tap. The customer performed a supply change and resumed insulin therapy successfully. Customer's blood glucose level was 147-148 mg/dl.